Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No unexpected black circle noted. No unexpected beep anomalies. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm with a black circle on screen. After troubleshooting and removing battery for thirty minutes, customer reported that button error alarm continued. Insulin pump would need to be replaced.